Event description:
(B)(4). Reason for original complaint: patient was revised. It was reported that the cup version was wrong and "poory" ingrown and there was odd looking fluid and metallosis present. Update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, soreness and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update (B)(4) 2015 - pfs and medical records received. A doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, instability/dislocation, malpositioned cup, impingement, and metallosis. No labs were provided for the alleged high metal ions. No loosening of the cup was noted. Lot numbers are being updated and the stem is being added to the complaint. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).